Event description:
The customer reported power issues with this battery.

Manufacturer narrative:
(B)(4). The customer reported power issues with this battery. The battery was evaluated at philips and the failure was confirmed. When the battery was inserted into the "b" battery well the unit would intermittently fail to power up. The customer replaced the battery which resolved the failure.